Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient developed an infection. The system was removed. There were no complications during the procedure.